Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with back lighting working properly. The insulin pump was received with cracked battery tube threads and reservoir tube lip and minor scratches on liquid crystal display window.

Event description:
It was reported that the customer's insulin pump had cracks and scratches on its screen as well as a damaged battery compartment. The customer's blood glucose level was 239 mg/dl. Standard troubleshooting was performed. The customer stated the damage occurred from normal wear and tear on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.